Manufacturer narrative:
Age of device: 1 year, 4 months, 8 days. Device evaluation: the replaced segment of the percutaneous lead (driveline) was returned for evaluation. The report of a potentially compromised driveline was confirmed based on the evaluation of the returned driveline. Approximately 14¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in each of the insulations of the yellow and orange wires, approximately 2.5" from the controller connector, in the area of the terminus of the distal end bend relief. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the yellow and orange wires were exposed. The insulation breaches of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breaches of the yellow and orange wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use also discusses damage due to wear and fatigue of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that multiple low flow alarms, pump stoppages and speed deceleration to 3000 rpm occurred on (B)(6) 2018. The patient was reportedly lightheaded at the time the event(s). The manufacturer's technical service representative reviewed the submitted log file and observed multiple low speed hazards and pump stoppage events while the vad was attached to either the mobile power unit (mpu) or power module. X-ray images submitted for review were unremarkable. On (B)(6) 2018, technical service representatives arrived onsite for a driveline evaluation. A phase interrupter test was performed and no open wires were found. A distal end percutaneous lead (driveline) replacement approximately 2.5 inch from the exit site was performed. Post driveline replacement, the vad was connected to a normal patient cable without any issue. No further information was provided.